Event description:
Customer called to request help with changing customer meter settings from mmol/l to mg/dl. Customer reports receiving freestyle blood glucose readings with decimals for about 1 month, but thought customer's readings were normal for example, when a result of 10.8 mmol/l was received, customer thought customer's reading was 108 mg/dl. When converted to mg/dl, the 10.8 reading is approximately 195 mg/dl. Customer's dr's recommendation was for customer to take insulin when getting readings over 120 mg/dl. The customer believes customer has been mistreating self for this time period by not giving self insulin when customer should have been.